Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s data reports stopped because the ilet pump experienced battery depletion and was not recharged until the following day. Symptoms included no reported clinical effects. Outcomes included no reported adverse impact. Investigation included review of device logs and user support. Investigation of this case revealed the pump powered down due to low and very low battery, consistent with user-related charging delay and normal device behavior when power is exhausted. It was concluded, based on previously established findings for similar reports, that the cause was user charging oversight resulting in battery depletion.